Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 1/22/2024, an FDA medwatch notification was received via email. A facility representative reported that an ar-12990n knee scorpion needle tip was noted to be missing after use. A 2 mm linear density, compatible with the missing needle tip, was identified on a post-operation x-ray. The tip broke during a procedure on (B)(6) 2023. No further information was provided. Additional information was received from another medwatch notification on 1/22/2024: this was discovered during a left knee acl rupture medial meniscus tear procedure.

Manufacturer narrative:
Additional information: based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is a use error. Per dfu-03920-sub-eo, "to help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry,¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function." The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.